Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A healthcare professional reported a patient experienced the events of capsular contracture baker grade IV, "pain¿, ¿ultrasound is confirmed liquid in both breasts¿, and ¿chronic inflammation of the foreign body type." Affected side is unknown. Device was explanted.

Event description:
Affected side is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, brown particles in the shell, crystalline and weight to the spec.cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Manufacturer narrative:
The event of capsular contracture (grade IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade IV) and seroma.

Event description:
Additionally, healthcare professional reported capsular contracture (baker grade IV). Patient also reported "psychological (depression) symptoms", which is not considered device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, brown particles in the shell, crystalline and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: -no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d4., d.10., h.3., h.4., h.6.

Event description:
A healthcare professional reported a patient experienced the events of capsular contracture baker grade IV, "pain¿, ¿ultrasound is confirmed liquid in both breasts¿, and ¿chronic inflammation of the foreign body type." The right side device has been explanted.

Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
A healthcare professional reported a patient experienced the events of ¿contracture with pain¿, ¿ultrasound is confirmed liquid in both breasts¿, and ¿chronic inflammation of the foreign body type." The right side device has been explanted.